Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for more than four hours.the blood glucose level was 169 mg/dland the patient got treated by changing the set. No further information is available.